Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer had a patient death in room ed48 and is requesting philips pull the logs for the alarms in that room for the time frame (B)(6) 2019 at 17:54 through (B)(6) 2019 at 5:24. It is unknown at this time, if the device was a contributing factor in the patient's death.

Manufacturer narrative:
A philips field service engineer (fse) contacted the customer. The customer indicated that the case was reviewed by their legal department. The information from the legal department indicated that they could not determine if the device contributed to the patient's death. It was undetermined if alarms generated and the staff was aware, however, the staff appropriately monitored the patient status, and had initiated advanced cardiovascular life support (acls). The alarm log from the central station (piic) was obtained by the fse, and were reviewed for the reported bed and times requested. The version of the piic used by the customer only shows red alarms. The first red alarm, ***vtach, was seen at 00:23:22, and the alarms were then seen to be turned off and on multiple times, until a ***vtach 01:04:16. Multiple alarms, along with alarms being suspended and being turned off and on, were seen during the time the customer requested or review. Based on the review of the piic alarm log, there was no malfunction of the device; red alarms and other entries, such as the alarms being turned off and on, and being suspended, were seen during the time requested for review. The results of the investigation were provided to the customer. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.